Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012. The force sensor was found to be out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012. The force sensor was found to be out of calibration. During evaluation the pump was able to rewind, load and prime successfully.